Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Power connector plug in and locked in place properly. No missing segments/partial display noted. Device shows no damage on lcd controller or lcd glass. Monitored unit for 2 days, no device heating noted. No unexpected alarms noted during testing. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Motor tested outside the pump and received pump error 38 at rewind. Device passed sleep current measurement, active current measurement and self test. The following were noted during visual inspection: missing display window cover, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they were unsure if they pressed a button down for 3 minutes or longer. Customer was unable to clear the alarm. Customer pulled battery out. Insulin pump was extremely hot, left battery out, dried out compartment and with new battery screen was dark. When customer put battery back in, insulin pump alarmed with audio, vibration and red led but screen was black. No harm requiring medical intervention was reported. The device will be returned for analysis.